Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice machine. This occurred during dwell three of five of peritoneal dialysis therapy. The hp was connected at the time of the event. The technical services representative assisted the hp in clearing the alarm and ending therapy. The patient was advised to contact their nurse regarding the event. There was patient involvement, but there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.